Event description:
The adhesive strip on the diaphragm needleless closed infusion connector is not secure. On (B)(6) 2025, 14:00 during intravenous therapy for a patient, it was discovered that the adhesive strip from a needleless injection cap remained on the infusion device connector. The needleless injection cap was immediately replaced with a new, sterilized one.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of component damage- no leak- septum with lot # 5188358 and material # 385100. No related quality issues or deviations were found during the manufacture of the subassembly batches. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.